Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events; 10 events were reported for this quarter. Product return status: 10 devices were received for evaluation. Evaluation status: 10 events were confirmed during testing; - 9 devices were found to be affected by a missing ramp assembly. -one device was found to be affected by disassembled handle. Product disposition: the devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device had small pieces breaking off. Ten events had no patient involvement; no patient impact.